Event description:
It was reported that a revision surgery has been performed to correct implantation of two mismatched (incompatible) devices. Only the acetabular cup was planned to be revised. The patient had been implanted for approximately 3-4 months prior to revision. It is understood the devices involved were likely a 50mm resurfacing femoral head (colour coded red) and a 56mm acetabular cup (colour coded grey).

Manufacturer narrative:
Based on the information supplied, this patient was implanted with mis-matched femoral head (label colour coded red) and acetabular component (label colour coded grey). The label colour matching of bhr implants is covered within the bhr surgical technique and surgeon training. Label colours on heads and acetabular cups are never to be mixed. Compatible femoral and acetabular components are all the same colour. In this case, mis-match of devices has contributed to the need for revision surgery.